Manufacturer narrative:
The probable root cause could not be established based on field service engineer (fse) servicing details. Fse performed armrest motor recalibration to address the reported issue. There is no indication of a specific component defect as observed per fse servicing details.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse made electrical / mechanical adjustment to correct reported problem. The fse performed armrest motor recalibration. The system was tested and verified as ready for use.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the customer experienced an error message sound when the system was idle prior to docking. The tse reviewed the events and noted an error 23055 on console 2. The customer was able to recover from the fault. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the console 2 was disabled by the customer prior to start of procedure.